Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. It was further reported by the patient that if the cord were held, or twisted, the power light would remain on. A new power cord was sent to the patient, but the patient confirmed that this did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.